Event description:
Later healthcare professional reported "rupture while entering capsule to perform capsulectomy". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, h6.

Manufacturer narrative:
Correction to b1 adverse event/product problem and h6 adverse event problem: the previous medwatch submitted "product problem" in b1 and a0412 material rupture in h6, in error. The reported rupture occurred during the procedure to remove the implant, and therefore is not related to the device. Rupture is being un-reported in this medwatch. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ breast pain: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (observed an opening, observed broken device, creases, wear abrasion and missing piece of shell) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "exchange from textured to smooth", "rippling", "pain" and "pulling". Later healthcare professional reported "rupture while entering capsule to perform capsulectomy", which is not device-related. This record is for left side. The device was explanted.

Event description:
Healthcare professional reported "exchange from textured to smooth", "rippling", "pain" and "pulling". This record is for left side. The device remains implanted. The devices will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "visibility/palpability and other-medical" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: visibility/palpability and other-medical.